Event description:
It was reported while unloading a patient from the ambulance the safety bail allegedly was stuck in the up position and did not engage with the safety hook. The stretcher lowered from the ambulance deck. There were no reports of patient or medic injury as a result of the alleged incident. An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. After completion of the evaluation, the stretcher was found to be operating as intended and all associated springs and hardware were present with no observation of binding or sticking. The alleged issue could not be duplicated. No repairs were needed and the stretcher was returned to service.